Event description:
A cortrak assisted nasogastric feeding tube was placed into the pt's left lung resulting in a pneumothorax. The pt died however it was not due to the tube placement. The pt was very sick and had other comorbidities including cancer.

Manufacturer narrative:
The cortrak was returned for evaluation and was found to function per specifications with no defects. Placement files on the equipment were reviewed from the reported event date. A tracing performed on (B)(6) at 4:59pm was not indicative of a normal gi placement. At approximately 10 seconds into the placement, the cortrak tracing deviates to the left of the pt's medline above the horizontal axis. This indicates placement of the tube tip into the left main stem bronchus as shown in figure four of the instructions provided with the feeding tube. It is unclear why the clinician did not react to the tracing displayed by the cortrak.